Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The patient has tried to ghost carbs to treat hyperglycemia. No further information is available.